Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown. Note: the meter's manufacture date is unknown, (B)(4).

Event description:
Customer reported that "he dropped his (adc) meter and (it) did not work anymore" (no further information provided). Medical survey was not completed because customer declined to continue troubleshooting. Prior to disconnecting the phone call customer reported that "he blacked out due to lower glucose level" and experienced an unknown injury related to this issue. There was no report of death or permanent impairment associated with this medical event.